Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017 stroke code called at appx 10:30 after patient was not moving right upper and lower extremities. At baseline, patient was able to move all extremities and was ambulatory with a cane. Neurology assessment revealed left gaze deviation and unable to overcome midline with oculocephalic motion. Blink to threat was intact in all visual quadrants. No blown pupil or anisocoria and pupils equal but slow to react. Gag intact, unable to assess tongue, and corneal reflexes intact. Additionally, patient able to localize to pain and spontaneously move left upper and lower extremities. On the right side, the patient only withdrew to pain on the lower extremity with no reaction on upper extremity. National institutes of health stroke scale (nihss) scored at 16. The patient was taken to interventional radiology (ir) for further intervention due to concern for acute ischemic process in the setting of likely embolus given patient's medical history. On (B)(6) 2017, post thrombectomy and off sedation, glasgow coma scale (gcs) was at 10 (e4v1m5). Cranial nerves (cn) were all intact. Left upper extremity and left lower extremity showed spontaneous movement against gravity and brisk localization. Left gaze preference less obvious than before thrombectomy. CT revealed conversion to a hemorrhagic stroke. Head CT with contrast showed likely blood product collection around insula and left basal ganglia (bg) with mild mass effect (~3mm shift). Also noted is contrast in subarachnoid (sa) space. Patient was still intubated with right side has no movement. Technical service reviewed the log file submitted on 13dec2017 which contained a pump stoppage which occurred because someone touched the pump stop button on the system monitor. This looks accidental because it lasted only about 1-second and immediately preceded a pump speed change, which indicates that the system monitor parameters screen was active. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported ischemic stroke event could not conclusively be established through this evaluation. The patient remains ongoing on left ventricular assist system (lvas) support and no further information was provided. The instructions for use lists stroke, neurologic dysfunction as potential adverse events associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.